Event description:
It was reported that during device change out due to eri, the set screw was observed to have been stripped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported set screw anomaly was confirmed in the laboratory. Upon receipt, a partial lead was noted to be stuck in the atrial lead port due to a stripped a ring set screw. Further analysis indicated that the set screw was severely damaged. Due to the damage, the cause of the stripping could not be conclusively determined.